Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving hv therapy via a merlin transmission showing the patient had 27 nonsustained episodes, 32 svt episodes, and one vt episode. The vt-1 episode was initially diagnosed as svt. Three hv therapies were delivered. Programmimg changes were made.